Event description:
It was reported that the right ventricular lead was explanted due to t-wave oversensing and inappropriate therapy. No further patient complications have been reported as a result of this event.